Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was noted that the lead terminal pin was not straight. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.